Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility while performing an ureteroscopy procedure the wire from the ncircle tipless stone extractor became unattached making the device unusable. Another device was used to complete the procedure and there were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient experience any adverse effects due to this occurrence. No further information was provided.

Manufacturer narrative:
A review of the following: functional test, review of complaint history, review of device history record, review of quality control, and visual inspection. One stone extractor was returned for investigation. A visual examination noted the support sheath was bowed in appearance. It was also noted that one of the wires from the basket formation had been pulled from the cannula. A functional test was performed and the udh handle actuated the basket formation to the open and closed positions. A review of the non-conformance data revealed 36 non-conformances related to work order 7385625. There were 32 non-conformances for wire or cannula damage, 2 for does not function, 1 for coil damage, and 1 for broken. These non-conformances may be related to the complaint condition. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information a definitive root cause cannot be established or reported at this time. Measures have been previously initiated to address this issue. We will continue to monitor for similar complaints.